Event description:
A customer contacted baxter's technical service center reporting that the home patient (hp) needed assistance ending therapy as the hp was in drain and a bag fell off and disconnected during therapy on the home choice (hc). The hp pressed stop as soon as it did, disconnected herself, capped off and called for assistance starting over with new supplies. The technical service representative (tsr) walked the hp through ending therapy procedure and advised her to call the registered nurse (rn) just to be safe. The hp ended therapy and would start over with new supplies. The hp would contact the rn. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This condition of a connection issue during use, where the bag fell off and disconnected. This condition was confirmed because baxter recommends placing the solution bags on a flat, stable surface to prevent falling bags. Falling bags can result in a disconnection or leak. A labeling review found the labeling to be adequate for the use/user error identified in this incident.